Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/25/2015 with the following findings: during testing, the display screen was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the label on the back of the pump was fading. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 02/25/2015.